Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a denovo ablation a farawave was selected for use. During preparation, the catheter was prepped and flushed upon back table. Once connected to flush line at patient table it was noted that the catheter was leaking. Troubleshooting was performed, disconnected and re-connected wet to wet and then dried off the outside of the connection. However, the catheter continued to leak, possible crack in the plastic. Reviewed flushing and attachment techniques- appropriately snug but did not appear over tightened. Continued to leak after re-connecting. The catheter was replaced; the procedure was prolonged and completed without patient complications. The device is not expected to be returned for laboratory analysis.